Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used in a benign prostatic hyperplasia (bph) procedure four days prior, (age and weight unknown). According to the complainant, during the procedure, the prostatic balloon had a leak. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.